Event description:
Patient¿s guardian reported unknown side "rupture¿. Healthcare professional later confirmed left side rupture and "seroma capsule with chronic inflammation". The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the radius side assessed as an unidentified (tear) opening. (Shell thickness was within specification) and missing piece of shell assessed as inconclusive. Seroma-late: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: black particles observed in the surface of the shell.

Event description:
Patient¿s guardian reported unknown side "rupture¿. Healthcare professional later confirmed left side rupture and "seroma capsule with chronic inflammation". The device has been explanted and replaced.